Event description:
While drawing labs from a port on the smiths medical 3 way stopcock, nurse was turning stopcock back to original off facing location and stopcock broke off opening the central line up to air requiring replacement of all lines attached to stopcock.